Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic esophagectomy, the reload was difficult to unload and extra push was required. The staple line was also incomplete distally. Another reload and sutures were used to complete the case. This event caused 0.5 cm tissue damage and was managed by suturing.